Manufacturer narrative:
The device was received by depuy synthes power tools. The investigation is still in process. Once the investigation has been completed or if add'l info is received, a supplemental report will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device had low power and was working intermittently without any error messages. The device was being used during surgery, but there were no injuries. It is unk if injury or medical intervention or a delay in surgery. The date of the event is unk. There was no add'l info provided.